Event description:
Pt was getting high readings on their blood glucose device. Pt takes insulin on a sliding scale and has been having hypoglycemic events. Today pt was despondent and taken to the ER and their glucose was 27 mg/dl. Their meter read 126 mg/dl. Family member did not communicate what treatment was provided. Controls were not used on the system. The device was replaced and requested to be returned for evaluations.